Event description:
On (B)(6) 2012, the reporter contacted animas with an allegation of a non-specific pump malfunction, and is currently not using the pump. Customer service reviewed settings and went through troubleshooting with the patient; confirmed bolus and basal settings, total daily dose calculations were all correct. There were no associated alarms in history. It appears the cartridge and site were left in for 5 days - patient confirmed she does not change out site and set about every 5 days. The patient denies any illness or site infections. She reports having unspecified stress. Customer service instructed patient that there was no indication of any pump malfunction and that replacing the pump will not correct her blood glucose issues if they are site related from leaving it and the cartridge in for up to 5 days. Although patient was made aware of the consequences of leaving the site/cartridge in for up to 5 days, she still is convinced the pump is not delivering insulin. The patient was instructed to follow up with her doctor on possible settings issues and have her sites looked at for scar tissue or absorption issues. The patient has been pumping for 6 years and verbalized her understanding. She has an appointment to meet with an endocrinologist next week. There is no adverse event related to this issue. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a manual time change was observed in the pump black box from (B)(4) 2012 at 6:05 pm to (B)(4) 2012 6:05 am. The pump history showed that the pump was not in use from (B)(4) 2012 to (B)(4) 2012. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.